Event description:
It was reported that the patient presented for a replacement procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.